Event description:
It was reported that the catheter broke during removal during a laparotomy procedure, leaving approximately 1/2" to 1" inside the patient. The catheter was sutured while the fascia was closed. The doctor decided to leave the distal portion in the patient. The patient is doing fine. The proximal portion of the catheter was disposed.

Manufacturer narrative:
The device involved in this incident was not available for evaluation and investigation. Without the actual product, part number, or lot number, a complete analysis cannot be conducted. It was reported that the catheter was believed to be sutured in error while th fascia was being closed. The distal segment of the catheter remains in the patient at the time of report. Based on this information received, the technique used in the removal of the catheter most likely contributed to the reported incident. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system. " (1303971 rev. B). The patient guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285 rev. C). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.